Manufacturer narrative:
Additional information: section h imdrf annex c grid & imdrf annex d grid correction: section d unique identifier (UDI) & section e initial reporter phone part analysis: the report of the issue (peh or2 accessible matrix drawer 2 1 does not unlock after closing) was confirmed by the fse. According to work order #02082120 the field service engineer (fse) observed that the half height matrix drawer was locking upon closure after access. Recovery and inventory of previously failed items were witnessed. The assy, harness, retractor band, hinged, pas (p/n 135438 01) and the solenoid magnet shultz 99031101 pas (p/n 105754 01) were received with no anomalies observed. The returned parts were evaluated on an esd surface using a calibrated digital multimeter: the returned solenoid was tested with a calibrated dmm in ohms mode and measured 16.2 ohms, which is within the acceptable specification range. A known good solenoid pas measured 16.1 ohms, confirming that the returned solenoid is functioning properly. The assy, harness, retractor band, hinged, pas (p/n 135438 01) was tested on the esd table, and all pins showed proper continuity with no anomalies. The assy, harness, retractor band, hinged, pas (p/n 135438 01) and the solenoid magnet shultz 99031101 pas (p/n 105754 01) were installed in a known good hh matrix drawer for hta testing. The drawer was detected and was able to unlock, open, close, and lock without any failures. All tests were repeated multiple times, and no anomalies or intermittent behavior were observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported complaint, matrix drawer 2 1 does not unlock after closing, could not be determined, as the failure could not be replicated during testing of the returned parts. The parts were tested with a dmm and installed into a known good hh matrix drawer, and no failures or intermittent behavior were observed during multiple test cycles.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the matrix drawer would not unlock after closing. As per part investigation, it was determined that no failures or intermittent behavior were observed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 17-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 2-1 did not unlock after closing. A field service engineer (fse) observed that the half-height matrix drawer was locking upon closure after access. Recovery and inventory of previously failed items were witnessed. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the matrix drawer would not unlock after closing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the matrix drawer would not unlock after closing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.